Event description:
It was reported that in an online survey the physician stated that they were not able to successfully sustain pressure, pressure monitoring, and deflation of the balloon for the unknown/do not know product code (sku) due to mechanical fault.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be luer taper does not conform to standard. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Labelling review is not required as no product catalog number was reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that in an online survey the physician stated that they were not able to successfully sustain pressure, pressure monitoring, and deflation of the balloon for the unknown/do not know product code (sku) due to mechanical fault.